Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic right colon resection procedure, the manual stapling handle and reload fired three-fourths of the loading unit, but it did not engage. The staples were fired, but there was no cutting action.